Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery in an ophthalmic system vacuum was not building during phaco mode. The surgery was completed with alternate system. There was no patient harm.

Manufacturer narrative:
The customer reported vacuum did not build during phacoemulsification(phaco) mode. The reported event occurred during surgery. Patient impact was not reported. An alternate system was used to complete the procedure. The company representative replicated the reported event. To resolve the issue, the company representative cleaned the hub roller. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to incorrect cleaning and is unrelated to the functionality of the device. How or when the reside occurred on the hub roller remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).